Manufacturer narrative:
Device is combination product.

Event description:
(B)(6) clinical study. It was reported that stent thrombosis occurred. In (B)(6) 2013, the subject presented with stable angina (ccs classification- 3). Prior to procedure, the subject was noted to have abnormal stress test or imaging stress test indicative of ischemia and was referred for cardiac catheterization. Target lesion #1 was located in the proximal right coronary artery (rca) with 80% stenosis and was 15 mm long with a reference vessel diameter of 2.75 mm. Target lesion #1 was treated with pre-dilatation and placement of a 3.00 x 20 mm study stent. Following postdilatation, residual stenosis was noted to be 0%. The subject was discharged on dual antiplatelet therapy. In (B)(6) 2017, stent thrombosis of the study device was noted. The subject was diagnosed with coronary artery disease and referred for cardiac catheterization. On the same day, 80% stenosis noted in the proximal rca was treated with laser atherectomy and implantation of a drug eluting stent. Post procedure, the residual stenosis was noted to be 0%.

Manufacturer narrative:
Device is combination product.

Event description:
Evolve ii clinical study. It was reported that stent thrombosis occurred. In (B)(6) 2013, the subject presented with stable angina (ccs classification- 3). Prior to procedure, the subject was noted to have abnormal stress test or imaging stress test indicative of ischemia and was referred for cardiac catheterization. Target lesion #1 was located in the proximal right coronary artery (rca) with 80% stenosis and was 15 mm long with a reference vessel diameter of 2.75 mm. Target lesion #1 was treated with pre-dilatation and placement of a 3.00 x 20 mm study stent. Following postdilatation, residual stenosis was noted to be 0%. The subject was discharged on dual antiplatelet therapy. In (B)(6) 2017, stent thrombosis of the study device was noted. The subject was diagnosed with coronary artery disease and referred for cardiac catheterization. On the same day, 80% stenosis noted in the proximal rca was treated with laser atherectomy and implantation of a drug eluting stent. Post procedure, the residual stenosis was noted to be 0%. It was further reported that (B)(6) 2017 the patient presented with chest pain and diagnosed with stable angina. Angiography revealed 80% in stent restenosis of the preciously placed study stent implanted in the proximal rca and intravascular ultrasound (ivus) revealed areas of stent under expansion. The isr was treated with laser atherectomy and placement of a 3.00 x 32 mm synergy stent. Followed by post- dilatation, residual stenosis was noted to be 0% with timi-3 flow. The patient was discharged the next day on dual antiplatelet therapy (dapt).